Event description:
The plaintiff's atty alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011, a cardiovascular event on or about (B)(6) 2012 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products; associated mdrs 2937457-2014-01263, 2937457-2014-01264, 1225714-2014-05236, 1225714-2014-05237, 1225714-2014-05238, 1225714-2014-05239.